Event description:
During sample evaluation, a clearlink 1.2 micron extension set was found to have a brown/yellowish tint in the filter area. It is unknown when this occurred. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Three actual samples were submitted for evaluation. A visual examination of the samples confirmed the reported condition of a brown/yellowish tint in the filter area. The root cause is unknown at this time. This issue has been escalated to CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.